Event description:
According to available information, there was a fluid loss due to tubing break. The doctor removed cylinder and pump only. The reservoir was replaced and connected to existing reservoir. Left 80cc in reservoir. No other adverse patient effects were reported.